Event description:
It was reported that the patient experienced difficulty charging the ipg and loss of stimulation. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible one and the patient was doing well postoperatively. The explanted ipg was discarded.